Event description:
The intended use of the device is for fixation of prosthetic material. The surgeon had initiated deployment of the salute fixation constructs without issue. Then a construct was deployed as straight or candy cane shaped wire into the patient. The surgeon easily removed the wire and switched to another salute system to complete the case. The malfunctioning device was test fired outside the patient, and it continued to deploy only straight or candy cane shaped wire.